Event description:
It was reported during inspection that cardiosave intra aortic balloon pump (iabp) was found to have an automatic inflation malfunction. No patient involved.

Manufacturer narrative:
Due to characterization limit e1 (event site telephone) : (B)(6). Updated fields:b4,b5,b6,b7,d1,d4(version model, catlog,UDI),d10,e1(initial reporter),g3,g6,h2,h11.

Event description:
It was reported during inspection that cardiosave intra aortic balloon pump (iabp) was found to have an automatic inflation malfunction. There were no patient harm or injury was reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(problem code), h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.